Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about discordant results obtained on multiple assays on a dimension exl 200 system. Hsc has reviewed the information provided by the customer and the instrument data. A siemens customer service engineer (cse) was dispatched to the customer site and performed normal instrument maintenance. The siemens service engineer returned to the customer site after the event date and system verification indicated acceptable performance after the service visits, the system is fully functional. A potential product issue was not identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant results were obtained on multiple assays on plasma patient samples on a dimension exl 200 system. The discordant results were not reported to the physician(s). The same sample and/or a new sample were processed the same day on an alternate dimension exl instrument and a higher or lower result was obtained and considered correct. There were no reports of patient intervention or adverse health consequences due to the discordant assay results.